Manufacturer narrative:
Investigation showed that no deviations related to this complaint were reported in the batch record blistering. At each start up, every 30 minutes and at the end of the work order, a visual inspection is performed on 12 blisters during in process control regarding component deviations. During final inspection, a syringe is assembled to check whether the cannula can be assembled correctly. The collar is screwed on the sleeve to check whether this can be done smoothly and correctly then the syringe is emptied. No remarks were noted. No sample has been received for evaluation. The functionality of five reference samples was tested and was okay: the locking collar can be screwed on completely and no leakage occurred. As no complaint sample was received, the reference samples were conforming and no remarks regarding the complaint were noted during manufacturing, a conclusive root cause cannot be determined. Possibly, the cannula was not assembled well; it is important to screw the cannula tightly on the barrel as well as the locking collar according to the directions for use. If the cannula is not correctly assembled, it is possible that it can detach during usage. Based on the complaint information and the investigation results, it can be concluded that the disposition of the product remains unchanged. As no product is returned and/or insufficient product data is available, the complaint could not be verified therefore, no CAPA is initiated. Further trending is performed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cannula popped off of a viscoelastic syringe upon injection of the product into a patient's left eye which penetrated the posterior capsule. Some vitreous loss was experienced. Additional information received clarified that the safety locking ring was not attached to the end of the syringe prior to use in surgery. It is unknown if the patient's issue has resolved.